Manufacturer narrative:
The received telemetry measurements performed whilst the device was implanted show twelve channels with high impedance in (B)(4) 2017 and eight channels with high impedance in (B)(4) 2018. Apart from this, no further information has been received with regards to the circumstances which led to the device explantation. The concerned device has not been received by the manufacturer for investigation. To determine an exact failure mode a device investigation and additional information are necessary. A root cause for explantation cannot be determined. Should the device be received at a later point in time, an investigation will be performed.

Event description:
The concerned device was explanted. Problems of the external device were excluded. Despite several request, no more information could be obtained about the exact cause of explantation. Reimplantation was carried out on (B)(4) 2018

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
User was re-implanted on (B)(6) 2018. Despite requested no information could be obtained as to exact cause for re-implantation.